Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings, and no noise was seen on the live egm's during testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the noise or oversensing reported from the field.

Event description:
Additional information received indicated that this pacemaker was explanted and replaced due to normal battery depletion, and the leads remain in-service. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing. Boston scientific technical services (ts) was contacted for assistance and reviewed a stored electrogram (egm). Source of noise was undetermined. This product remains in service. No adverse patient effects were reported.